Event description:
While in the intensive care nursery the nurse set the IV pump for 1cc/hr with a volume limit set for 25cc. The syringe contained 60cc of d10w with calcium gluconate. The fluids were started at 15:30. At 16:00 the syringe pump was alarming infusion complete. When nurse checked the syringe there was 0cc left in the syringe. The IV pump setting was checked with a second nurse. The IV pump was set correctly at 1cc/hr with a volume limit of 25cc. The pump was reading 60cc infused over 30 minutes. Pump removed from the unit.